Event description:
Reportedly, the device prompted connect electrodes and pacing could not be initiated as a result. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the discrepancy, due to a lack of patient viability.